Event description:
On (B)(6) 2010, pt reported she has been hospitalized at least twice for elevated blood glucose readings and e4 (occlusion) errors. Pt stated she was hospitalized on (B)(6) 2010 or (B)(6) 2010; she could not recall the date. Pt reported she had been experiencing an e4 (occlusion) error on her primary infusion device. Pt stated she changed all of the accessories, including the infusion adapter, insulin cartridge and the infusion set, but the error continued. Pt reported she switched to her backup infusion device and the e4 (occlusion) error occurred on her backup infusion device also. Pt stated she was dehydrated, thirsty, vomiting, sluggish and tired. Pt reported her husband drove her to the hospital and they treated her with an IV of insulin. Pt stated her readings were above 500 mg/dl that day. Pt's target blood glucose range is around 130 mg/dl. Pt reported the infusion adapter was changed the day of the hospitalization in an attempt to clear the e4 error message. Pt stated she carries the infusion device in her bra. Explained the meaning of an e4 (occlusion) error. Pt is not currently experiencing an occlusion. Pt reported she has already disposed of the infusion set. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.